Manufacturer narrative:
Concomitant medical product(s): product ID: 8780, serial# (B)(4), implanted: (B)(6) 2018, explanted: (B)(6) 2018, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 26-apr-2020, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
On (B)(6) 2018, information was received from a patient, via a manufacturer representative (rep), receiving dilaudid (dose; 0.2996 m g/day, concentration; 1 mg/ml hmp) via an implantable pump for non-malignant pain. It was reported that the patient experienced fluid in and around their pump pocket beginning on an unknown date. The healthcare professional (hcp) wanted to replace the catheter to be sure it wasn¿t leaking and "there was no leak confirmed". The cause of the fluid was unknown. The type of fluid was unknown. There were no reported environmental, external, or patient factors that may have led or contributed to the event. There were no reported diagnostics or troubleshooting performed. Surgical replacement of the catheter occurred on (B)(6) 2018. The issue was resolved at the time of this report. The patient's status was alive - no injury.

Manufacturer narrative:
(B)(4). Analysis of the catheter (B)(4) identified that there was damage to the transition tubing. If information is provided in the future, a supplemental report will be issued.